Event description:
It was reported that the insulin pump frequently had no or intermittent response by button press. Customer's blood glucose reading at the time of the call was 82 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switch on all buttons. The device had minor scratched lcd window, broken belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.